Event description:
The patient reported their personal diabetes manager and it's battery are overheating, and the device will no longer hold a charge. The patient reported they do not use an insulet provided charging cable, which contradicts instructions in the user guide.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event or determine if the use of a non insulet charging cable contributed to the incident. Lot release records were reviewed, and the product lot met all acceptance criteria. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.